Event description:
Reportable based on device analysis completed on 28jul2021. It was reported that the stent failed to deploy. A percutaneous coronary intervention was being performed. The 16mm in length target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery with a vessel diameter of 3.75mm. This 16 x 3.50 promus premier drug eluting stent was selected and advanced to the lesion, but stent was not completely expanded and could not dilate the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
Correction MDR: a supplemental MDR will be filed to correct the investigation result of the previous MDR that was submitted. Device evaluated by MFR.: promus premier ous mr 16 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks and a break 73cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Clear hardened media was visible inside the inflation lumen. The device was soaked over-night at 37 degrees to facilitate functional testing. The shaft polymer extrusion was cut 21.5cm from the distal end of tip and an inflation aid was used to assess the balloon for damage. A recommended 0.014" guidewire was loaded successfully before functional test. The balloon was inflated to rated burst pressure, without issue, maintained pressure, deflated without issue and the stent expanded successfully. The was no evidence of balloon damage. The inflation device was verified before and after use. No issues were identified during the product analysis.

Manufacturer narrative:
Device evaluated by MFR: a promus premier ous mr 16 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal damage with struts bunched distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks and a break 73cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Clear hardened media was visible inside the inflation lumen. The device was soaked over-night at 37 degrees to facilitate functional testing. The shaft polymer extrusion was cut 21.5cm from the distal end of tip and an inflation aid was used to assess the balloon for damage. A recommended 0.014" guidewire was loaded successfully before functional test. The balloon was inflated to rated burst pressure of 16atm without issue, maintained pressure, deflated without issue and the stent expanded successfully.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the stent failed to deploy. A percutaneous coronary intervention was being performed. The16mm in length target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery with a vessel diameter of 3.75mm. This 16 x 3.50 promus premier drug eluting stent was selected and advanced to the lesion, but stent was not completely expanded and could not dilate the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. However, device analysis identified a shaft break and stent damage.